Manufacturer narrative:
Suspect device received on april 13, 2021. Device evaluation completed on april 18, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with mentor memorygel, 400cc silicone breast implants which the patient experienced bilateral capsular contracture baker grade iii, and cyst on the left side, and unknown grade on the right side after implantation. The report indicated that there was also bilateral displacement of implants due to capsular contracture. As a result, patient underwent bilateral replacements and extensive open capsulotomy on (B)(6) 2021. The replacement devices are as follow: l) sn#: (B)(4), cat#: 3504254bc, r) sn#: (B)(4), cat#: 3504254bc. This report relates to the right side.